Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had bolus wizard complaint. Customer's blood glucose at time of incident was unknown. The customer stated that the pump will give her less insulin than what the bolus wizard recommend. The health care provider set low reservoir alarm to come up at 30 units instead of 20. The customer is also pregnant. The customer wants to replace pump based on the complaint. The representative was advised that we replaced pump just have customer call.